Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
Stem trunnions was marred by stem extractor and not able to be implanted. A new stem had to be opened and implanted.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No inspection of the device was possible as it was not returned. Review of the product drawing noted the device is marked "for use with accolade tmzf revisions only". A review of medical records was not performed as none were provided and the event is not related to patient factors. The reported damage could not be confirmed as neither the reported instrument or the associated stem were returned, nor were images provided. Correspondence with the reporting sales rep the event occurred during an abgii monolithic primary surgery. The subject instrument is marked "for use with accolade tmzf revisions only", which suggests the root cause of the event may be related to user misuse. If devices and / or additional information become available, this investigation will be reopened. The reported event regarding a femoral stem damaged by use of a removal instrument was not confirmed.

Event description:
Stem trunnions was marred by stem extractor and not able to be implanted. A new stem had to be opened and implanted.